Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient experienced infusion set leakage event on (B)(6) 2026. The leakage was in the tubing. No further information available.